Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The patient had intermittent heart rate episodes of 35 beats per minute. Upon interrogation, the pulse generator exhibited backup vvi operation and intermittent loss of output. The device was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.